Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent, at an unspecified rate. After an unspecified length of time, the customer contact reported that semi-rigid adapter of the clave secondary port on the cassette of the tubing set broke. It was reported the tubing set was replaced and therapy was resumed. Although there was potential for leakage, no leaks were reported. There were no adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.